Manufacturer narrative:
No product malfunction was reported. However, analysis found a reportable malfunction with the device. Product analysis: as found condition: the phenom 27 catheter and pipeline pusher were returned for analysis within a shipping box and within a plastic bag. Visual inspection/damage location details: no damage was found with the phenom 27 catheter hub. The catheter distal marker/tip was found bent. No other bends or kinks were found with the catheter body. The phenom 27 catheter was flushed, water exited from the distal tip. An in-house 0.026¿ mandrel was inserted through the phenom 27 catheter without issue. No bends or kinks were found with the pipeline pusher. The pusher shrink tubing was found pulled back from the proximal bumper. The pusher sleeves were found damaged (bent). The pusher tip coil was found in good condition. Testing/analysis: the phenom 27 catheter total length was measured to be ~158.5cm and the useable length was measured to be ~152.0cm which is within specification (specification: 150cm ± 5cm). Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter entrapment/difficult removal¿ report could not be confirmed, and the cause could not be determined. It is possible the damage found with the returned phenom 27 catheter was caused by the reported entrapment; however, the cause for the damage could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that they did not recapture the flo-diverter stent. There was catheter entrapment in the vessel. The tip of the catheter was stuck. There was no vasospasm and there was no surgical or medicinal intervention required. The catheter had been flushed as indicated in the IFU. The patient was undergoing surgery for right vertebral artery aneurysm repair. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery.